Event description:
It was reported that this right ventricular (rv) lead required repositioning twice during the procedure. No adverse patient effects were reported. This lead remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).